Event description:
A (B)(6) female pt called zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power up and the case was cracked. Corrosion was discovered on the j2005 connector on the auxiliary board. The root cause for the corroded connector could not be positively identified but was likely ingress of an unk liquid. Additionally, the rear response button wire was broken. The root cause for the broken wire could not be positively determined, but the damage was likely the result of the monitor impacting a hard surface. No adverse event resulted from the broken response button wire and corroded j2005 connector. The pt received a replacement monitor.